Event description:
It was reported that the pt is experiencing pain in joint and muscles, stiffness, and sometimes a burning sensation. The pt has not observed swelling.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.